Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer in doing so, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code recurred.